Manufacturer narrative:
A downstream occlusion sensor test was performed, and it was noted that a system error 21503 (occlusion sensor railed failure) occurred. A review of the event history log revealed "21503 occlusion sensor railed failure" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the missing rubber foot, worn perimeter gasket and front panel gasket. Plunger driver, rubber foot, perimeter gasket and front panel gasket will be replaced to address the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump experienced an unspecified occlusion during an unspecified process step. It was unknown if a patient was involved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.